Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. The ventilator was investigated by our field service engineer on site and the gas module, expiratory channel connector printed circuit board (pcb) and expiratory channel was determined defective and replaced which solved the issue. According to the service report the ribbon cable to the expiratory channel connector had been pinched by the front cover and wires were damaged. Furthermore, it was found that the connector for the expiratory valve was bent upward and in effort to straightening it the connector broke off and therefor the expiratory channel had to be replaced. The issue was confirmed in the provided log files. The gas module and replaced (pcb's) have not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during pre-use check and alarmed for technical error in the expiratory cassette. Our field service engineer inspected the ventilator on-site and identified defects in the gas module, expiratory channel connector printed circuit board (pcb), and expiratory channel pcb. These components were replaced, resolving the issue. According to the service report, the ribbon cable to the expiratory channel connector had been pinched by the front cover, causing wire damage. Additionally, the connector for the expiratory valve was bent upwards, and an attempt to straighten it resulted in the connector breaking off, necessitating the replacement of the expiratory channel pcb. The problem was confirmed in the provided log files and service report. The expiratory channel pcb and the expiratory channel connector pcb were returned for further investigation. During visual inspection, the broken ribbon cable and connector for the expiratory valve were confirmed as described in the service report. To further analyze potential issues beyond the visibly broken parts and to perform simulated use testing of the expiratory channel pcb, a new connector for the expiratory valve was soldered on, and simulated use testing commenced. During the simulated use testing, the parts passed the pre-use check. After 24 hours of ventilation, no alarms/errors were generated, and the parts passed another pre-use check immediately after ventilation. As the reported failure could not be reproduced, no definite root cause can be established. Nevertheless, considering that a new expiratory valve connector was attached to the expiratory channel pcb, which subsequently passed multiple pre-use checks and ventilation tests, it is suggested that the broken connector might have contributed to the reported failure. Alternatively, the issue could also be related to the replaced gas module, which was not returned for further investigation.

Event description:
Manufacturer ref#: (B)(4).